Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior approach l5-s1 lumbar fusion involving rhbmp-2/acs. Post-op, the patient was diagnosed with erectile dysfunction, urological dysfunction, chronic pain and radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: 1. Anterior lumbar fusion l5-s1. 2. Insertion of anterior lumbar cage prosthesis for fusion. 3. Anterior lumbar instrumentation plate/ screws (biomet solitaire). 4. Application of bone morphogenic protein, bone graft and osteosponge, demineralized bone matrix. 5. Fluoroscopy; for a pre-op diagnosis of: 1. L5-s1 degenerative disk disease, painful. 2. Severe stenosis, l5-s1. 3. Radiculopathy, radiculitis, right leg worse than the left. Patient had history of an injury to his back during the course of his work (injury occurred on (B)(6) 2009). He had severe back pain and bilateral leg pain, numbness and weakness, right side worse than the left. He had these symptoms for the past 2 years. Per-op notes: fluoroscopy was used to localize the levels. Once the appropriate level was identified, a steinman pin was inserted at l5-s1. Ap and lateral views were verified on fluoroscopy. Next, complete annulotomy and diskectomy was performed with the plasma knife, followed by curettes, rongeurs and kerrisons. It was noted that the level was severely stenotic, especially posteriorly. Posterior longitudinal ligament was also taken down. No dural problems were noted. Meticulous hemostasis was obtained. Sequential sizers followed by rasp were then used. The cage was then packed with rhbmp-2/acs and osteosponge, and a #16 appeared to have the best fit and fixation. This provided excellent distraction decompression. The plate and the screw components were then attached and utilized, placing 2 screws into the s1. The l5 was quite difficult in terms of trajectory to approach and no screws were placed in l5. However, the 2 screws in s1 provided excellent stability, and the cage was completely stable. Ap and lateral views demonstrated good positioning obtained and maintained. No complications were reported.